Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient underwent a coronary stenting procedure. The 2.25 x 28 mm xience pro x stent was deployed at the target lesion; however, during balloon deflation, the balloon was unable to fully deflate. The device was removed with difficulty due to the partially inflated balloon. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation issue was unable to be confirmed as the returned device was able to be inflated and deflated within specification. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that insufficient time was allowed to fully deflate the stent delivery system (sds) before an attempt was made to withdrawal the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.